Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said the first few weeks the therapy worked marvelously.. For the last week and a half the therapy quit working. The patient has an electrical current going across their back and feels like a lot of pressure around her bladder and down her upper legs. The patient tried calling the representative as much as 3 times a day, and they can't get the representative to answer back. The handset won't connect to the stimulator. Patient will charge her devices and call back so we can walk her through connecting and adjusting her stimulation. Additional information was received. The first few weeks the therapy was working and it was wonderful. Now, about a week and a half ago, all their symptoms are back. It feels like electrical currents going through their back and across their upper part of their legs with positional movement. Sometimes when they move, they will feel the stimulation. The other day they started dribbling again. When they go to the bathroom, they have to go right then. Walked caller through how to connect the handset and communicator to the stimulator. Patient was on program 2 at 1.3 ma. The patient increased stimulation to a comfortable level and will maintain the stimulation level and will continue to track symptoms. The doctor was going to have the rep to call the patient. It has been a week and a half, and he hasn't returned their call. Emailed field staff to notify them of the situation.. â.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.